Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that one week post implant procedure their heart rate is below the programmed heart rate a "couple of times per day". The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.